Manufacturer narrative:
The investigation has been completed.the pump was plugged into the console. There was immediately (B)(4)alarms and the user was instructed to disconnect the cable. The user reconnects the cable but immediately unplugged the cable eight seconds later without prompting and then plugged back in. At this point, there is "loggedprocesssamplingdatafromopticalbench: sentstopacquisitioncmd ack" and "clearallopticaldatasharedmemory: 0x400" followed by controller alarm. The real time logs for this time revealed the first connection had -3276.9 mmhg which likely points to an air gap for the reason the user was asked to disconnect the pump. The console on the third connection had all zeroes for optical signal. Additionally there were reprise license manager (rlm) bad descriptors in the automated impella controller (aic) logs which, unrelated to the failure mode, pointed to the rlm logs which showed signs of usd card corruption the console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. Fielsd service additionally found signs of the impellatronic light-emitting diode remaining powered when the console was on so the power batter manager circuit board was replaced which resolved that issue. The usd card was replaced as well due to signs of card corruption. The root cause of the controller error was due to an aic software issue. This was entered into jama with defect bug ID gid-dft-2927090. The cause of the impellatronic board receiving voltage when off was a defective power batter manager circuit board. The aic struggling to communicate with the rlm was due to usd card corruption. The cause of the usd card corruption was not determined.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during preparation in the catheterization lab, an error message appeared ¿controller error, please change¿ when switching on the automated impella controller (aic) that had just been implanted. Therefore, the staff changed to another aic without any problems. There was no patient involvement.